Manufacturer narrative:
H3: analysis of the device has not been completed at the time of this report. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received stating that the resistance occurred at the distal end of the catheter. The distal end of the catheter was damaged. The middle of the pipeline did not open. The pipeline was placed in a vessel bend when it failed to open. A re-catheter step was used in an attempt to open the pipeline.

Manufacturer narrative:
H3: equipment used: video inspection system (m-78210), ruler 200cm (m-83361), and 0.0265¿ mandrel, drawing(s) referenced: fa-55xxx-xxxx rev. Q. As found condition: the pipeline flex embolization device and marksman catheter were returned for analysis within shipping box; and within a plastic bio-pouch. The pipeline flex pushwire was returned within the marksman catheter. Damage location details: the pushwire was returned extending out from catheter hub. The pushwire was found to be bent at ~115.0cm from proximal end. The distal hypotube and ptfe shrink tubing were found to be intact with no signs of elongation. The distal and proximal dps restraints were found to be intact. The dps sleeves were found intact with no signs of damage. No defects were found with the tip coil, distal marker, re-sheathing marker, re-sheathing pad or with the proximal bumper. The distal and proximal ends of the pipeline flex were found fully opened and damaged. No flash or voids molded were observed in the hub. The catheter body found to be accordioned from ~26.0cm to ~23.0cm from the distal tip. The catheter tip and marker were examined; and no damages were found. No other anomalies were observed. Testing/analysis: the total and usable lengths of the catheter were measured to be within specifications. The pipeline flex was pushed out from marksman catheter without any issues. The catheter was then tested by running an in-house 0.0265¿ mandrel through catheter tip and hub. The mandrel successfully passed through the catheter hub and tip with no issues; however, the resistance observed at the damaged locations. Conclusion. Based on the analysis findings, the pipeline flex and marksman were confirmed to have resistance during delivery as the pipeline flex and marksman catheter were found to be damaged. From the damages seen on the catheter body (accordioning), pipeline flex braid (fraying) and pushwire (bending); it appears there was high force used. It is likely these damages occurred when the customer attempted to advance and retrieve the pipeline flex through the marksman catheter against resistance. However, based on the analysis findings, the pipeline flex was not confirmed to have failure to open at middle section as the middle section of the braid was found to be fully opened and no damage. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received a report that the blood vessels in cavernous sinus were tortuous, so it was difficult to open and the stent could not be deployed. After several times of retrieval and deployment, it was suspected that the microcatheter was damaged and the stent could not be moved, so it was removed as a whole. And chose a smaller stent. The catheter was flushed as indicated in the IFU. The device and any accessories were prepared as indicated in the IFU. The device and any accessories were prepared as indicated in the IFU. No patient symptoms or further complications were reported as a result of this event. The pipeline was used for an approved indication. The patient was undergoing surgery for treatment of a saccular, unruptured left cavernous sinus segment aneurysm with a max diameter of 6mm and a 4.3mm neck diameter. The landing zone was 3.3mm distally and 4.1mm proximally. The access vessel was the femoral artery with a diameter of 9mm. It was noted the patient's vessel tortuosity was moderate. Dual antiplatelet therapy (dapt) was administered, platelet reactivity units (pru) level iia. The angiographic result post procedure was vascular patency.